Manufacturer narrative:
Product analysis: it was found that, when the rf head was connected to a known working programmer, it would cause the programmer to power off. The rf head was forwarded for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned for inspection, and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
Product analysis:additional analysis confirmed that when the radiofrequency (rf) head was plugged into a programmer, the programmer would power down. The rf head failed 30 out of 44 functional tests. The rf head cable was replaced. The rf upper case was replaced due to a cracked lens. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.